Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
User called into emergency support program line to request and report issue during use with cardiosave regarding battery not charging and expected shutdown. And device was power on without any issue. There was no harm or injury reported.

Manufacturer narrative:
Corrected fields-e1- event site telephone. Updated fields: b4, g3, g6, h2, h6-(type of investigation, investigation findings, investigation conclusion) & h11. Event summary & root cause evaluation-it was reported by the rn (B)(6) through the emergency support program (esp) that during use the cardiosave intra aortic balloon pump (iabp) was unexpectedly powered off. There was patient involvement however, no adverse event reported. (B)(6) reported receiving a low battery alarm prior to shutdown and noted that the console was plugged into a red (emergency power) outlet, making the issue unclear. (B)(6) had already transitioned her patient to another pump before calling for support. The esp personnel asked her to check whether the rescue console could be easily removed from the hybrid cart, which it was. Esp personnel then instructed (B)(6) to re-engage the rescue console back into the hybrid cart. Once re-engaged, the console powered on without issue. (B)(6) confirmed that the configuration icon displayed ¿hybrid,¿ the ac power plug icon was present, and both batteries were charging appropriately. Esp personnel explained that the shutdown occurred because the unit was operating in rescue configuration, during which the batteries are in use and cannot charge. Ac power and battery charging are only available in hybrid configuration. (B)(6) expressed appreciation for the assistance. The system shows an informational message unable to charge batteries when the system is unable to charge batteries.for complaints that were identified to have incorrect docking of the console in the system or absence of ac power -the root cause is user related. CAPA 326047 is initiated to implement software update to include iabp docking status indicator in the cardiosaves ui. Based on the information provided by emergency support program (esp) personnel, the issue was resolved by re-engaging the rescue console back into the hybrid cart. Therefore the root cause was user error.

Event description:
N/a.